Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted; the trocar balloons lock collars and obturators, valve seals and doors appeared intact. The inflation syringes were received pmv performed functional testing; the balloons were inflated, no leaks detected. All other components functioned properly. Functional testing is not necessary as the reported condition was indicated to be particulate matter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when placing the trocar in a laparoscopic bowel resection, the device balloon did not inflate. A total of 5 were used. A new trocar was used in order to complete the procedure. There was no injury caused to the patient and no medical intervention was required.